Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a statlock device not locking was confirmed and the cause was determined to be use related. The product returned for evaluation was one PICC plus statlock device. The investigation findings are consistent with damage caused by pushing the securement tab at an angle while attempting to close the device. This issue can be avoided by centering the thumb about the middle of the tab and pressing directly downwards. The returned product sample was evaluated and the following observations were made which were consistent with this failure type: an attempt to test the functionality of the lock was unsuccessful and the latches were observed to be misaligned with the catch base. The tab hinge exhibited an off-axis crease and contained damage outside the hinge crease. The tab latch was observed to be bent and had plastic deformation which was seen at the point of contact with the catch. The tab catch exhibited plastic deformation at the point of contact with the latch. Use residue was seen on the sample which indicated that the device had undergone at least some use. This failure type was recreated in the laboratory using non-complainant samples by closing the tab at an angle, or by pressing outside the center of the tab, and the features observed on the laboratory samples were similar to those on the returned complainant sample. The nature of the damage observed on the latch, and their points of contact on the catch base as well as the characteristics of the hinge damage, are evidence that the damage was caused by misalignment of the tabs when closing the device. Pushing the tab at an angle can cause the latch to miss the catch base and can permanently bend the latch. An examination of the sample revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of juep1433 showed three other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported the plastic door that clamps the PICC line in place appeared to clamp in place, but then came loose once the dressing was on. It was reported this occurred with two devices. This report addresses the first.